Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report.a follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device had a bent comb. Additional clinical information determined the event timing of the reported issue was unknown. The device was loaned out and was returned damaged. There was no patient involvement or harm/injury to the user or the patient. Manuel stated that an alternate device was retrieved for use to complete the surgery and there was a surgical delay of 1 hour with the patient under anesthesia. No further clinical information is indicated.